Manufacturer narrative:
An event regarding dislocation due to a malpositioned shell involving a primary tritanium hemi solidback cup 62mm was reported. The event was confirmed. A device history review confirmed all devices accepted into finished goods met specifications. A complaint history review confirmed no other similar events for the reported lot. The device was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: ¿x-rays show an accolade stem in correct position but the trident cup has a low inclination of 36° while anteversion is close to 0°. Principal root cause of failure was cup malposition leading to impingement and recurrent dislocation. Because cup position was the principal problem and the surgeon is responsible for optimal component placement, principal root cause of failure is procedure related. The investigation concluded that the dislocation was caused by shell malposition. No indications for presence of device related factors were seen and as such root cause of failure is not device related. Device implanted.

Event description:
The clinical study investigator reported via the clinical research associate, that the patient was admitted to hospital and underwent a manipulation procedure of their hip replacement under anaesthetic on (B)(6) 2014. The patient is currently a participant in a (B)(6) clinical study.